Event description:
Caregiver of patient reported the values for the patient on the vent were not aligned with the patient's baseline. Patient ended up in hospital and placed on hospital vent and they noted the values went back to baseline. The errors seem to be with the ventilator.